Manufacturer narrative:
Received one used wireguide noting a segment of the outer coating is missing from the inner wire. In viewing the wireguide it was noted that 3.3 cm of the outer coating to be missing from the wireguide beginning 24.5 cm from the distal tip and exposing the inner wire, noting the inner wire to be intact. Under microscope view the remaining outer coating contained scrapes and gouges leading up to the separated area and are noted on both sides of the missing segment. The customer has been contacted to verify the location of the separated segment which had been previously removed during the original procedure using graspers, no harm to the patient. The appearance of the wireguide coincides with the customers statement of the possibility of a burr inside the scope used during the case. Should additional information be obtained, it will be forwarded.

Event description:
The physician said the wire felt "stuck" when trying to remove from scope, pulled wire, noticed that a portion of hiwire came off, inside of the patient, the remaining wire coating fragment was removed from patient uneventfully, no harm to patient. The rep believes graspers were used to remove the coating from the patient. Physician indicated may have been caused by a burr in the scope.